Manufacturer narrative:
As the reported sheath is a purchased component for (B)(4), although no sample is being returned, the supplier, (B)(4) is being sent a supplied corrective action request (scar). Upon the conclusion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, both wings broke away from the peel-away sheath when trying to split it apart. No pt injury/complication was reported. The used sheath was discarded at the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "sheath handle detached - both." No adverse trend was indicated. As this sheath is a purchased component for angiodynamics, the supplier, greatbatch medical, was notified of the event via a supplier corrective action request (scar). Without receiving product for evaluation, they were unable to determine the root cause of the reported event, but have initiated further investigation. Possible root causes could be associate error in tube placement, blow-off during manufacturing, or end use technique in breaking the handles. Greatbach's review of their device history records revealed one out-of-specification condition for sheath handle integrity initial break. They have opened a root cause investigation for this out-of-specification condition. Angiodynamics incoming inspection process controls for the sheath include a visual aql to verify that the device is free of damage or obvious defects, and that it breaks at the hub and separates into two complete pieces when the wings are pulled apart (B)(4).